Event description:
It was reported that at the pt's first refill, the expected volume was 5 mls; however, the initial 20 mls remained in the pump. The pump was refilled and reprogrammed. The hcp planned to review the pt again in one month. The pump was being used for spasticity therapy; the drug was not specified. No pt symptoms were reported. A follow-up report will be sent if add'l info becomes available.